Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Although the user does benefit from his right device he is not performing as well as expected with the device. Reportedly, the user also suffered from non-auditory stimulation on all channels. A CT scan showed that 2 channels are extra-cochlear and that channel 10 is possibly also extra-cochlear. The scan also showed that the basal portion of the electrode array runs close to the facial nerve. A revision surgery to achieve a deeper insertion is planned.

Event description:
Although the user does benefit from his right device he is not performing as well as expected with the device. Reportedly, the user also suffered from non-auditory stimulation on all channels. A CT scan from 2021 showed that 2 channels are extra-cochlear and one ore channel is possibly also extra-cochlear. The scan also showed that the basal portion of the electrode array runs close to the facial nerve. On the (B)(6) the user had mcls adjusted to try and program around the problems. When the user was seen again in (B)(6) 2021 he reported that since his previous programming session he has found the sound quality harsh, volume is of sufficient loudness but he has found loud high frequency sounds difficult to tolerate. Further programming steps were then made and the user reported sound quality that was more comfortable although he wished to trial the device to ascertain if clarity had improved. A revision surgery was planned to achieve a deeper insertion. However, at the surgery the device was explanted and the user was re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device was explanted due to a partial migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging and most likely caused the reported extra-cochlear stimulation. Further the recipient suffers from hyperacusis, which likely contributed to the observed symptoms. This is a final report.